Event description:
Visx star 83 laser which had software to prevent "central island" complications did not prevent this complication in left eye. Pt was never told of this complication from original o.d., or m.d. Surgeon. Pt did not find out about this complication until they went to another dr in 5/2003. Currently pt is trying to find a resolution to diplopia, and other retinal imaging issues caused by this laser and its software.